Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for hcg on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. Roche manufactures two different reagents for hcg, the elecsys hcg + beta test system and the elecsys hcg test system. It was asked, but it is not known which reagent was used during the event. The sample initially resulted with an hcg value of 0.341 miu/ml which repeated as 2594 miu/ml. No adverse events were alleged to have occurred with the patient. The hcg reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The complained patient sample was from a pregnant patient. The initial value of 0.341 miu/ml was released outside of the laboratory and questioned. The repeat value of 2594 miu/ml was accompanied by a data flag. The customer used the elecsys hcg + beta test system, lot 259199. Calibration data was within expectations. Control recovery on (B)(6) 2018 was within specified ranges. Performance testing run on the analyzer on (B)(6) 2018 was within expectations. An alarm trace from (B)(6) 2018 showed no issues. Based on the provided data, a general reagent issue can likely be excluded. The investigation was unable to find a definitive root cause.